Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer was trying to deliver a bolus but the keys were unresponsive. The customer's blood glucose was 160 mg/dl. The customer changed the battery and the insulin pump alarmed battery out limit. The discontinuation of the device was advised. Nothing further was reported.